Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty transducer. The device was evaluated upon receipt. It was confirmed that the transducer o-ring was needs to be replaced due to not hitting 7.0 psi. The transducer o-ring was replaced. All applicable updates were completed and functionality check was performed along the pre-cal after the repair and were passed all testing. Electrical safety test was performed and passed, completed the final inspection and the (B)(4) is now ready for used. DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Corrections: f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that there was no flow rate on the arctic sun device. Customer requested for 2000 hours preventive maintenance. Per review of wo on (B)(6) 2023, there was no patient involvement. The defect identified during functionality testing. Per sample evaluation results received on (B)(6) 2023, it was reported that the root cause was isolated to a faulty circulation pump. The device and case data were evaluated, and the reported issue was confirmed during decontamination where the unit had no suction and needed to be primed to fill. It was stated that the transducer o-ring was needs to be replaced due to not hitting 7.0 psi and after the replacement it fixed the issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was no flow rate on the arctic sun device. Customer requested for 2000 hours preventive maintenance. Per review of wo on 24jan2023, there was no patient involvement. The defect identified during functionality testing. Per sample evaluation results received on 17apr2023, it was reported that the root cause was isolated to a faulty circulation pump. The device and case data were evaluated, and the reported issue was confirmed during decontamination where the unit had no suction and needed to be primed to fill. It was stated that the transducer o-ring was needs to be replaced due to not hitting 7.0 psi and after the replacement it fixed the issue.